Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem communication needed to be replaced. The system then passed the system checkout and was found to be fully functional. The axiem communication cable was returned to the manufacturer for analysis. Analysis found that there was an open at pin 3 of the cable. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the axiem box was not working in the software. The site switched to another axiem box and it did not fix the issue either. The site decided to use a different navigation system to complete the procedure. There was a 20 minute delay in the procedure. No impact on patient outcome.